Event description:
The customer reported via phone call that he had a compromised force sensor system alarm during manual prime. Customer stated that the drive support cap was protruding and sticking out. Customer's blood glucose was 150 mg/dl at the time of the incident. Customer stated that the insulin was squirting out during the manual prime process. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin p ump has minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.